Event description:
Per sales rep, the surgeon was implanting one of our mandible plates and it "failed", the surgeon took out the plate and replaced it with a different plate.

Manufacturer narrative:
Device not available for analysis. Internal investigation in process.